Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red on chest. There was no alleged device malfunction contributing to the irritation. The patient¿s physician changed some of the patient¿s medications, as it is believed the irritation may have been a reaction to the patient¿s medications. Follow up indicated that the skin irritation improved.